Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported thrombosis cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus during use of the mitraclip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After the steerable guide catheter crossed the septum, it was discovered that the act was at less than 200, and it was noted that the initial bolus of heparin was not given, as the person administering didn¿t open the stopcock to the patient. The bolus was successfully given after this was observed and act was greater than 300 for the remainder of procedure. The first clip was implanted without issue. To further reduce mr, a second clip was advanced to the mitral valve; however, a clot was observed on the clip. The clip was not implanted, and the clot was removed with removal of the clip delivery system. A new clip was advanced and was implanted. A total of two clips were implanted, reducing mr to 1. There was no adverse patient effect. No additional information was provided.